Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 400 mg/dl with ketones. The school nurse assisted the customer by treating the bg level with a bolus of insulin and drinking water. The contact thought that the settings were incorrectly entered into the pump during the initial profile set-up. After reviewing the settings with tandem technical support, the contact adjusted the settings. The bg level lowered to "normal" and the ketones had cleared.